Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited unstable thresholds during implant. The physician attempted to complete a lead revision but they felt the lead was stretched. Upon exercising the helix outside of the body it would not retract. The rv lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the inner tubing of the lead became extrinsically distorted due to pulling/stretching/overstress. Visual analysis of the lead indicated damage at implant. Visual analysis of the lead indicated the lead was stretched. The analyst noted the full lead was returned with a stylet in the lead. The lead has been stretched causing the inner tubing to be stretched and kinked becoming narrower and prevents the helix from functioning properly. If information is provided in the future, a supplemental report will be issued.